Event description:
Rptr has periodically used the powermed stapler to see if there are really any true advantages. Rptr has heard of the troubles that others have had in the past, was assured that these issues had been fixed with the newer staple heads. Rptr personally has had some minor issues with the powermed stapler but no fatal incidents until today. Rptr was using the powermed stapler while performing a laparoscipically assisted total proctocolectomy and ileoanal pouch constructon. The powermed rep was present for the procedure. Rptr used the ralc stapler same as a ta stapler to divide the terminal ileum without difficulty. Rptr could not pass the ralc stapler through the pfannenstiel incision to divide the rectum at the levators and used a conventional ta 30 stapler without difficulty. Rptr used the powermed eea stapler for the ileal pouch anal anastomosis. The anvil was placed in the ileal pouch after a pursestring without difficulty. The stapler was passed through the anus without difficulty and the trocar deployed. The anvil was secured to the stapler and the stapler was closed. The machine stated the stapler was in firing range and it appeared that the stapler had closed correctly. When the stapler was fired, the machine and shaft made the appropriate sounds and movements. However when rptr attempted to remove the stapler it would not come out. When rptr opened the stapler further they could see some unbent lags in the anus and they could still not pull out the stapler. Rptr then disconnected the stapler from the anvil and could see that the stapler had not cut out the anastomosis and no staples were fired through rectum, they were just sitting in the rectal stump. Rptr fortunately was able to salvage the case using a standard eea stapler by replacing the pursestring and the standard anvil, and then carefully placing the stapler though the anus to the transverse staple line and deploying the trocar through the same hole in the rectum. The anastomosis proceeded without incident and the air test was negative. Powermed stapler and box given to rep at end of case to be brought back to manufacturer for evaluation. Rptr asked rep to file malfunction to proper authorities. The rep had device #, expiration date, etc.